Event description:
On (B)(6) 2009, the pt underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2013, follow-up CT images identified a proximal type I endoleak (cause unk) with aneurysm enlargement. It was reported the aneurysm had enlarged by 8 mm to a diameter of 6.4 cm. On (B)(6) 2013, an intervention was performed whereby an aortic extender component was implanted to extend proximal coverage by 2-3 mm. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this log met all pre-release specifications. Conclusion: the root cause of the endoleak could not be determined with the provided info.